Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter, who is a hospital nurse, reported that the customer was hospitalized due to diabetes ketoacidosis. The customer is being treated with manual injections. Prior to the event, the customer had a heart attack and a stroke because of the diabetes ketoacidosis. The blood glucose reading at the time of the event was 1100 mg/dl. The customer's daughter also stated that the insulin pump gave a no delivery alarm. After a set change, the insulin pump was found to be operating correctly. The current blood glucose level is over 500 mg/dl. No further information was provided.